Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon procedure, the head was not connected to the body. After stapling, the anvil detached off the device and stayed in the patient's colon. Obligation to make an anal dilatation to retrieve the anvil in patient's colon. No clinical consequence reported.

Manufacturer narrative:
(B)(4). Batch # p55g1j. The analysis results found that the cdh29 device arrived with the anvil missing, otherwise with no apparent damaged. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.